Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cicu-b main drawer 4.1 was very hard to open and required significant force to pull open. Additionally, excessive force was required to fully close the drawer. However, there were no delays, adverse events or injuries reported based on this event.